Manufacturer narrative:
The reported, event of inability to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage, as a result of fluid intrusion between the header and case. And subsequent, fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested. Indicating, normal current drain, consistent with moisture damage resulting in the reported event. A manufacturing anomaly may have occurred. Which resulted, in the header bonding anomaly. Device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the device was surgically explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Event description:
It was reported a patient's pacemaker presented with failure to interrogate. No changes were reported. The patient status was unknown.